Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument and confirmed the failure. Fse replaced the wire harness for wash probe 1, tested the unit with all set home function and tested the unit with several wash primes. All passed, including quality controls run. The system operated as intended. The probable cause of this event was a wash probe 1 cable failure. A 13-month service and complaint history review was performed for aia2000st analyzer serial number (B)(4) from 17jul2016 to 18aug2017. There were no similar complaints identified during the search period. The aia-2000 operator's manual under safety precautions indicates to contact an authorized tosoh representative for analyzer repairs.

Event description:
The customer reported the probe was "stuttering" and won't go all the way up or down when attempting to use the all set home function on the aia-2000st. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.